Manufacturer narrative:
Correction: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Only specimen pouch was returned. Pmv found cuts and tearing in the specimen pouch. Engineering confirmed pmv findings and found that cuts were consistent with contact with sharp instruments. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur if the specimen pouch contacts a sharp object and subsequently rips under tension. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, it was removed by using the new bag.

Event description:
According to the reporter, during laparoscopic appendectomy, the device¿s bag tore and ripped while removing appendix. The specimen fell into the patient. New bag was opened and used to complete the case. There was no injury caused to the patient and no medical intervention was required.